Manufacturer narrative:
(B)(4). Concomitant medical products: explor 10x22 mm radial head, cat#: 11-210031, lot#: ni. (B)(6). Halverson et al. "Clinical outcomes of biomet explor modular radial head arthroplasty system" journal title. 37:853-858. Reported event was unable to be confirmed as the lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02282, 02965.

Event description:
It was reported in a journal article that the patient underwent a subsequent elbow procedure approximately 26 months post-implantation for seroma evacuation. No further information is available.